Manufacturer narrative:
Per the manufacturer's subsidiary, the sensors worked well and safety features were configured properly on the monitor.

Event description:
It was reported that during the use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensors alert and alarm activated but the arterial pump did not stop. The perfusionist clamped the arterial line and then recirculated the reservoir with solution. The surgical procedure was completed successfully. There was a six minute delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2020 the pump was configured as the arterial pump. 6:45:39 case started. 6:45:28 level was disabled . 10:11:05 level was enabled alert/alarm, 10:59:05 level alert. Arterial pump speed at that time was 2595 milliliters per minute (ml/min), the response was message only. 11:01:12 and 11:01:16 multiple message alert probe disconnect, it was most likely that the sensor was disconnected from the module 11:01:16 alert/alarm probe uncoupled, most likely the sensor pad was not fully adhered to the reservoir 11:06:54 alert level disconnected, the message cleared at 11:06:54. 12:43:26 level was disabled arterial pump setpoint at 600ml/min. 1:18:13 case end. The 24 hour log showed a multiple of level 'alert/alarm decoupled' messages, this is most likely caused by the level sensor pad not fully adhered to the reservoir. 'Level alarm disconnected' messages could be the sensor was disconnected from the module, or there was an intermittent connection to the cable. The level was disabled from 12:43:26 until the case ended at 1:18:13 almost 35 minutes without the level detector.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the team stated that they had the level detectors activated, both alert and alarm, but it did not stop the arterial pump. According to the information available, the sensors are working well and the action of the arterial pump was configurated properly. The configuration was to have the low level alert be message only, and the low level alarm be a pause in the arterial pump. Pause is different than stop, pause will pause the forward flow until fluid is above the low level marker. The customer was deciphering the stop versus pause. According to the information available, the situation did equate to a stated delay of six minutes to the continuation of the surgical procedure. The perfusionist needed to clamp the arterial line, and recirculate to fill the reservoir and tubing with solution. There was no harm or blood loss associated with the event. The case continued without issue.

Manufacturer narrative:
The reported complaint was confirmed through the data logs. The manufacturer's subsidiary confirmed the equipment has since been operating to the manufacturer's specifications and will not be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.